Event description:
It was reported that the puncture needle cannot normally extend out of the forceps lifter mouth. According to customer the fault occurs after use. There was no delay in the procedure. The intended ultrasonic examination procedure was completed with the same device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation , service repair noted the reported issue of the customer was not able to reproduced however, it was observed that the insertion section was wrinkled and stretched, the five ultrasonic wires were likely broken. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue was caused from the wrinkled and meandering in the insertion tube. The definitive root cause of the reported issue could not be determined as no device malfunction was confirmed during evaluation. Olympus will continue to monitor field performance for this device.